Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the sensor was overheating. The sensor was inserted into the arm on (B)(6) 2025. The product was evaluated. An exterior visual inspection was performed and passed. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).